Event description:
The customer reported the image on the left monitor bloomed to a white image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller and image processor. System operates as intended. (B)(4).